Manufacturer narrative:
(B)(4). Concomitant medical products: (01) 00889024375994 (11) 160616 (10) 63369612. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, there were issue with skin taken (thickness +++++). Defective dermatome, sampling discontinuous several times realizing skin flaps unusable. There was an additional surgery for an unplanned skin graft and a delay of 30 minutes to 1 hour. An alternate device was used to complete the surgery. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that during surgery, there were issue with skin taken (thickness +++++). Defective dermatome, sampling discontinuous several times realizing skin flaps unusable. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in vdoc portal services. Product review of the electric dermatome by medicrea on july 18, 2018 revealed that the device calibration was within specifications and the blade position was displaced. It was also noted that the motor speed was not within specifications and corroded and the lift was worn. Repair of the electric dermatome was performed by medicrea on july 27, 2017 which included replacement of the bearings, spring seal, motor, vespel and lever cast die aluminum. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the motor speed was not within specifications, and the blade position was displaced and corroded and the lift was worn. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the that the motor speed was not within specifications, and the blade position was displaced and corroded and the lift was worn. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.